Manufacturer narrative:
No equipment was returned for evaluation. The report of driveline fault alarms was confirmed based on the evaluation of the submitted system controller log files; however, a root cause for the driveline fault alarms could not be determined through this evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2014-02180 for the report of the patient's previous external percutaneous lead replacement. Approximate age of device ¿ 3 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, it was reported that the patient received a driveline fault alarm and the system controller was exchanged. The patient was reported to be asymptomatic. The patient was admitted for evaluation on an unspecified date. On (B)(6) 2016, the patient received a driveline fault alarm on their backup system controller. The manufacturer's technical services representative reviewed the provided log file for the backup system controller and observed multiple driveline faults in phase 1 and phase 2 wires. It was stated that the log file for the primary system controller only showed phase 2. The system controller was exchanged again and the patient was monitored. It was reported that the driveline fault alarm did not return; however, the log file suggested that the non-monitored wire for phase 2 was fatigued. It was reported that the patient had a previous external percutaneous lead replacement and the entire exterior of the percutaneous lead was wrapped with rescue tape. A percutaneous lead replacement was not an option. The patient was elevated to status 1a on the heart transplant list. On (B)(6) 2016, the patient was transplanted.